Event description:
The field engineer reported that the left monitor was not working. The live image would be unavailable in this situation. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Repair parts were ordered. No conclusion can be drawn as further repair info is unavailable at this time.